Manufacturer narrative:
Concomitant medical products: 1888 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low pacing impedance falling slightly below the alert threshold. It was noted that the rv lead impedance trend has been chronically low, however stable. The rv lead remains in use. No patient complications have been reported as a result of this event.